Manufacturer narrative:
The reporter's meter was returned for investigation along with an empty strip vial. Retention strips were measured with the returned meter with lin 3 control. Testing results: qc 1: 5.2 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 11:50 am, the result was 4.9 inr. At 1:13 pm, the result was 6.2 inr. At 1:35 pm, the result was 1.9 inr. On (B)(6) 2020 at 8:45 am, the result was 2.8 inr. At 8:50 am, the result was 4.2 inr. The therapeutic range was 2.0-3.0 inr.